Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, a patient underwent PICC line insertion. After the hcp opened the catheter for inspection, a strand of hair was found inside the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter kit was returned for evaluation. An initial visual observation of the photograph showed an open tray containing a microintroducer, a safety scalpel, a guidewire and a small syringe. A dark hair-like material was also observed in the tray. No obvious use residue was observed in the components of the kit in the returned photograph. While a foreign material could be confirmed in the photograph, it is unknown if the material was packaged in the kit or was introduced from the clinical environment after opening the kit. This complaint will be recorded for future trending and monitoring purposes.